Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing issue was observed on ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable.